Manufacturer narrative:
Investigation is ongoing. No information.

Event description:
As reported by implant patient registry, approximately 3.5 months post tavr procedure, the patient had their 26mm sapien 3 ultra valve explanted for an unknown reason and replaced with an edwards surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaint for valve requires intervention - unknown mechanism of failure was unable to be confirmed due to unavailability of returned device, relevant imagery, or medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU and training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 3.5 months post-tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required.